Manufacturer narrative:
No additional information was provided by the reporter or the user facility. We were able to evaluate a sample of devices from lots in stock. All devices were found to be in conformance with all specifications including dimensions, hardness, and sharpness. To further our investigation, samples from other lots were returned to our supplier for additional investigation. Our supplier also concluded that the returned devices are in conformance with all specifications. Based on this information, this can been seen as the final report. If additional information is received that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted. There has been a total of (B)(4) boxes of 10 ((B)(4) blades) sold of all lots with 7 complaints (15 blades) recorded for similar occurrences. ((B)(4)).

Manufacturer narrative:
Additional information is still being obtained from the customer and investigation is ongoing. There has been a total of (B)(4) blades sold of this product code since 2012 with 7 complaints recorded with 15 instruments. ((B)(4)). A follow up report will be submitted once we receive additional information or the investigation is completed.

Event description:
The customer alleged that the karlin balde broke while using the product to cut through the dura. The piece was removed from the patient with no harm.